Manufacturer narrative:
The insulin pump was unable to prime unit during prime test due to faulty force sensor resistor. The insulin pump was received with cracked case at lcd window corners, reservoir tube and battery tube threads, broken reservoir tube lip, missing end cap sticker and scratched lcd window. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that she was hospitalized due to high blood glucose. The customer reported that the insulin pump was acting up. The customer reported that the insulin pump just kept priming. The customer's blood glucose was unknown at the time of the incident. The insulin pump will be returned for analysis.